Manufacturer narrative:
Concomitant medical products: 1458q lead, implant date: (B)(6) 2018; cd3369-40c ICD, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and noise. The ra lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. If information is provided in the future, a supplemental report will be issued.